Event description:
A male presented with eye pain, irritation and inflammation in 2006. Finally diagnosed via eye culture with acanthamoeba keratitis at eye institute of the hosp in 2007. Patient wore contact lenses only in 2006, when symptoms first appeared, and used amo complete moisture-plus solution as the only cleaning/storage agent. Patient currently undergoing aggressive and harsh treatment, round the clock administration of three drops per hour, was hospitalized for 5 days, experiences nearly chronic moderate-to-severe pain, destruction of his cornea, loss of vision, loss of job and may not be able to return to his senior year in college. Corneal transplant a certainty within a year, with a possibility of an emergency transplant -in the next days or weeks- to remove infected tissue and to save the organ. Dose of amount: used liberally: clean rinse store, frequency: 1-2x/daily, route: ophthalmic. Dates of use: approx six months in 2006. Diagnosis or reason for use: as instructed to clean, rinse and store contact lenses. Event abated after use stopped or dose reduced? No.